Manufacturer narrative:
External insulation abrasion was noted at 26.4-27.0cm and 26.5-26.7cm from the lead tip. External and internal insulation abrasion was noted at 20.6-21.8cm from the lead tip. Internal insulation abrasion was noted at 10.3-11.0cm, 20.6-21.0cm, and 31.1-32.1cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to external and internal insulation abrasion were noted at 19.3-22.9cm from the lead tip. The etfe coating was abraded at this location. External insulation abrasion was noted at 9.1-11.4cm from the lead tip. The etfe coating was damaged during the surgical procedure at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead was extracted due to externalize conductors. Lead was replaced. There were no adverse consequences to the patient. No further information is available at this time.